Manufacturer narrative:
No repair information has been provided at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) failed to operate and did not inflate correctly. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Unit repaired by distributor and to fix the issue scroll compressor was replaced. The repair was finished and then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. H3 other text : device repaired by distributor